Manufacturer narrative:
Combination product: yes. The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ipg itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ipg. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. The provided data showed an increasing atrial lead impedance since implantation. On (B)(6) 2024, a unipolar and bipolar atrial lead failure was detected. Therefore, the header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. Additionally, a stress test under different temperature environments was performed revealing no anomalies. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
A device check on 16 january 2025 showed that the ra lead impedance was more than 2500 ohms. It was confirmed that the threshold was raised, sensing was possible, and no noise was detected, but waveforms that were not a-waves (possibly v-waves) were also visible in the iegm. The next day, 17 january, lead slack was fixed and the associated device was removed and this lead attached. Should additional information be received, this file will be updated.

Event description:
A device check on 16 january 2025 showed that the ra lead impedance was more than 2500 ohms. It was confirmed that the threshold was raised, sensing was possible, and no noise was detected, but waveforms that were not a-waves (possibly v-waves) were also visible in the iegm. The next day, 17 january, lead slack was fixed and the associated device was removed and this lead attached. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.